Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This event was the re-revision surgery of (B)(4). It was reported that the stem and endurance head (p/ns, lot numbers were unknown) was breakage so that the revision surgery was performed on (B)(6) 2017. There was no surgical delay. No further information was provided by hospital.

Manufacturer narrative:
(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.